Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There was no reported device malfunction associated with the clip delivery system. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, the following information was received: there was an indentation between segment p2 and p3 in the posterior leaflet that was more pronounced than usual and was close to the center of the valve; the physician believes that the leaflet tear was not related to the indentation. There was a delay in the procedure; however, it was not considered clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet tear that was observed after the second clip ((B)(4)) was implanted, which increased the mitral regurgitation and required an additional clip and vascular plug for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted on the center of the mitral valve leaflets and the mr was reduced to 2+. The second clip delivery system ((B)(4)) was advanced to treat a lateral jet. Grasping was performed and the mr was reduced to 1. The clip was deployed; however, the mr suddenly increased. The cause of the increased mr was unknown. A third cds was advanced to be placed lateral of the second clip. During the attempts to implant the third clip, it was observed that the anterior leaflet was torn around the second clip. The third clip was finally implanted in the lateral commissure to bring the leaflets closer. A fourth clip was then implanted between the second and third clip to treat the anatomical defect caused by the torn leaflet. As the mr remained severe, a 14mm vascular plug was implanted between the second and fourth clips to attempt to seal the leaflet tear. Four clips had been implanted, reducing the mr to 3. No additional information was provided.